Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of white material on the catheter is confirmed to be manufacturing related. One 4 fr powerpicc solo catheter was returned for evaluation. The stylet t-lock assembly was returned within the catheter. The catheter was trimmed at the 52 cm depth marker. A section of the catheter appeared to be compressed between the 34 and 35 cm depth marker. A white material was visible. One photo of a powerpicc catheter tubing was also provided. A white material was visible on the catheter surface and corresponded with the returned sample. Microscopic observation of the material revealed it to be solid. Longitudinal ridges were present in the material. A metal instrument was used in order to manipulate the material. The material appeared to be bonded to the catheter and was brittle. The photos of the sample were forwarded to the manufacturing facility for further evaluation. A review by the manufacturing facility confirmed the material to be ink used during the printing process; therefore, the complaint is confirmed. Bd is working closely with the manufacturing to prevent recurrence of the reported event. Evaluation findings are in section h.11.

Event description:
It was reported that there was a white dot on the PICC out of a brand new kit. Add info received 02/08/2021: had prepared to place a PICC in a patient. After having obtained access to vessel and dilator in and capped, removed PICC from protective tube and found it to have a white dot never seen before. It was not lint but stuck on the line. We had used all our single lumen kits that day and associate had to go back down to our store room to get a new whole kit while I remained at patient bedside. Delay of treatment incurred.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer2134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a white dot on the PICC out of a brand new kit. Add info received 02/08/2021: had prepared to place a PICC in a patient. After having obtained access to vessel and dilator in and capped, removed PICC from protective tube and found it to have a white dot never seen before. It was not lint but stuck on the line. We had used all our single lumen kits that day and associate had to go back down to our store room to get a new whole kit while I remained at patient bedside. Delay of treatment incurred.